Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7123716/7123934.

Event description:
It was reported that the patient had a developing wound. It was also reported that the infection was at the ipg site in the left lower thoracic area. Symptom of purulent discharge was noted. The physician believed that the infection was procedure and post operation conditions related and not device related. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively.